Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user contacted support stating they were ¿going low¿ after dinner announcements, initially claiming glucose values below 40 mg/dl but later clarifying they disliked dips below 100 mg/dl; review of device reports did not show glucose values below 40 mg/dl, and education on the target range of 70¿180 mg/dl was provided. Symptoms included perceived low glucose without documented severe hypoglycemia. Outcomes included no injury, no medical intervention beyond oral glucose education, and no hospitalization. Investigation included review of system data and user coaching on appropriate response to glucose values and device function. Investigation of this case revealed no device malfunction and that reported concerns were inconsistent with objective data, aligning with user perception rather than a clinical hypoglycemic event. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.